Event description:
Per rn's report protonix infused in 2 hrs instead of 4. The protonix was programmed properly as a primary infusion using integration at a rate of 10 ml/h. I did not identify any programming errors that would account for this event. The new bag was hung at 0023 and the infusion alarmed "air in line" at 0216. The tubing was already primed from the previous infusion so the infusion should not have been empty until around 0523. I will examine / photograph the pump and work with rm to report the event to alaris and determine next steps. FDA safety report ID(s)# (B)(4).